Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump was disconnected to charge after the ilet battery depleted, and the user sought confirmation that the system was dosing insulin upon reconnection; no device alarms were present, the continuous glucose monitor (cgm) remained connected and displaying values, and approximately 7.7 units of insulin on board were noted, with a concurrent blood glucose of 293 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, no injury, and no interruption to therapy because the pump continued dosing upon reconnection. Investigation included remote troubleshooting and user education confirming proper system status and dosing. Investigation of this case revealed no device malfunction, no alerts, and functional cgm-pump communication, consistent with expected behavior after user-driven disconnection for charging. It was concluded, based on previously established findings for similar reports, that the cause was user management of charging with device performance within specifications.